Event description:
This report summarizes 3 malfunction events, where it was reported the zoom went in an unintended direction.  There was no patient involvement.

Manufacturer narrative:
The remaining device was visually/functionally inspected in the field. The device was repaired and returned to use.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the zoom went in an unintended direction. There was no patient involvement.